Manufacturer narrative:
One sample was received for evaluation by our quality engineer team. Upon examination of the sample, the needle was exposed and the tip of the safety sleeve was broken. As a lot number was unavailable for this incident, a production history review could not be performed. If the safety sleeve breaks, needle exposure occurs. Safety sleeve breakage occurs when the injector is not properly disengaged. If the grips of the safety sleeve are dislocated, the injector is activated, resulting in needle exposure. The injector must be removed by pulling it straight back. If it is not removed by pulling straight back, the grips may become dislocated and needle exposure will occur. If the injector has been forced while engaging, the grips may also become damaged. Investigation conclusion: the exposure of the needle and the breakage of the tips is caused due to the breakage of the safety sleeve. As it is explained, the breakage occurs when the injector is not properly disengaged. It is important to hold onto the white part of the injector before engaging/disengaging. Do not touch the blue part: if grips of the safety sleeve are removed from their place, the injector is activated and the cannula causing needle exposure. The injector must be removed pulling it back: if it is removed without doing this the grips are removed from their place and needle exposure happens. If the injector has been forced while engaging, the grips can also get damaged. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that the safety sleeve of the bd phaseal injector luer lock (n35c) was damaged, exposing the needle before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety sleeve of the bd phaseal¿ injector luer lock (n35c) was damaged, exposing the needle before use. There was no report of exposure, injury, or medical intervention noted.